Manufacturer narrative:
No button error alarm noted. All buttons function properly; however unit had moisture on keypad traces. Unit had missing end cap sticker, broken battery tube threads, broken reservoir tube lip, minor scratched lcd window and cracked case at display window corners.

Event description:
Customer called to report that the insulin pump alarmed button error. Customer's blood glucose levels were not included in the report. Customer stated buttons may have been held longer than three seconds. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.